Event description:
Dr (B)(6) tried to use three different m rings today and the rings stuck together. The lot number is 212110 I would like the whole box replaced please. There was no injury to the patient.